Event description:
It was reported that the tap was sheared off at the 70 mm etching. No patient complications were reported.

Manufacturer narrative:
The device returned for evaluation. Visually confirmed the instrument is broken at the base of the radius near the 70mm mark. No surface defect identified that could contribute to crack propagation. Witness marks noted on tip portion of instrument, consistent with removal after breakage. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, and river lines suggesting the direction of propagation. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.